Event description:
It was reported that after initial infusion the tubing clamp was used, when the next infusion was to be done it was discovered that the tube where clamped was damaged and leaked with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2019, the child patient, made a new closed tip automatic retractable indwelling needle for infusion. After the infusion in the morning, normal saline was given to seal the tube and then a small clip was placed on the extension tube of the indwelling needle. When the small clip was opened in the afternoon for infusion, it was found that the place that had been clamped had been broken and could not be used for infusion, so it needed to be punctured again.

Manufacturer narrative:
Investigation: based on DHR review for material 383313 with lot number 6092602 the product lot met the assembly specifications and qa inspections; however, the customer detected tubing defective damaged. Bd could not associate or confirm the reported defect to manufacturing process due to, no defective sample or photo was returned for evaluation and testing. Therefore, the root cause could not be determined.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after initial infusion the tubing clamp was used, when the next infusion was to be done it was discovered that the tube where clamped was damaged and leaked with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, translated from (B)(6) to english: on the morning of (B)(6) 2019, the child patient, made a new closed tip automatic retractable indwelling needle for infusion. After the infusion in the morning, normal saline was given to seal the tube and then a small clip was placed on the extension tube of the indwelling needle. When the small clip was opened in the afternoon for infusion, it was found that the place that had been clamped had been broken and could not be used for infusion, so it needed to be punctured again.